Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
The device was returned with a shell failure and light yellowing of the gel. Bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation.